Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system became infected. The patient was provided with antibiotics and reprogramming was indicated to have occurred. The system was explanted. No further patient complications have been reported as a result of this event.